Event description:
A discordant low advia centaur xp afp result was obtained for a patient sample. The physician questioned the results. Repeat testing was performed and the result was elevated. A second draw was tested and the result was elevated. A corrected report was issued. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant afp results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse cleaned the luminometer, performed dark count test, and replaced and adjusted the sample and ancillary probe. The fse performed a precision run with the patient sample with n=20 replicates and no outliers were detected. No conclusion can be drawn for the discordant low afp result. The instrument is performing within specification. No further evaluation of the device is required.